Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years, 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient who had been doing very well over the last seven years of having the lvad implanted, recently started having gastrointestinal (gi) bleeding, which resulted in the patient being readmitted for a couple of times and undergoing an upper gi scope (endoscopy). Patient was not reported to be symptomatic. The patient was treated with transfusion and subsequently underwent a heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Review of the patient's history found no prior related events. The center noted that the patient has been doing well over the last seven years with vad support. Multiple attempts for product return and additional information were sent to customer; the lvas was not returned for analysis. No further information was provided. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.